Event description:
The pt is a (B)(6) old male admitted to the medical center for a scheduled right shoulder rotator cuff repair. During the procedure, the scalpel blade broke at it's base. The broken portion of the blade was visible in the subacromial space. In removing the broken blade the very tip of the blade also broke off. The tip portion could not be visualized so an x-ray was ordered. The x-ray did show the broken tip in the posterior muscle. It was decided to leave the retained tip in the muscle as it was felt that removal would pose more risk than leaving it in. The pt and his wife were made aware.